Event description:
It was reported that an episode occurred where a lower amount of joules were delivered than what was programmed and there was low impedance on the right ventricular lead. Short circuit protection was discussed. The rv lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The exposed svc (superior vena cava) defibrillation coil was covered in body tissue/fibrotic growth. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.